Event description:
Catheter will not slide over guidewires, which feel like sandpaper. Three separate guidewires on 3 separate occasions would not allow catheter to advance over guidewire. No patient injuries occurred.